Event description:
It was reported that patient presented in clinic after receiving inappropriate atp and high voltage therapies for atrial fibrillation with rapid ventricular response. Device was reprogrammed. Patient will be monitored routinely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.